Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery compartment was cracked, the yellow o-ring was visible, the battery cap was unable to be tightened, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 29-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: review of the black box revealed records of unexplained power on reset. The battery compartment was confirmed to be cracked per the allegation. The returned battery cap had stripped threads and was no able to fit securely to the pump to maintain electrical connectivity; intermittent power was duplicated with the damaged battery cap on the pump. A test cap was able to secure properly to the pump and maintained electrical connection for the duration of a 24-hour exercise without power interruption. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation duplicated the complaint.